Event description:
It was reported that the product functioned intermittently during a laparoscopic procedure. It was further reported that after the procedure, the product was disassembled and it was discovered that it had burned and was melted on the inside.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.